Event description:
It was reported that upon a device interrogation an error message appeared: "serious problem with programmer. Remove to reset parameter of rf head. Note this number: 00145. Turn off and turn on programmer. Please contact [company]." The programmer was turned off and the head replaced however it still persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the customer experience was unable to be replicated during manufacturer's analysis however errors were found in the error log, and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the left keyboard hinge was broken and therefore it was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).